Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered due to a rise to high impedance measurements. Mineralisation of the lead was suspected, and the alert level was raised. The right ventricular (rv) lead remains in use, and the clinic will monitor for changes. No patient complications have been reported as a result of this event.